Event description:
A customer reported a power source alert 07, which did not adversely impact their blood glucose level. The issue arose while using the tandem charging cable and wall adapter, but the customer resolved it by ensuring the charging cable was plugged into a wall adapter for at least 30 minutes. The pump began charging, and no further assistance was required.